Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for evaluation of a hemoglobin of 5.2 g/dl. The patient had a ¿general sense of feeling poorly¿. The patient was transfused with 5 units of blood and their hemoglobin rose to 9.0 g/dl. A capsule test was performed, which revealed 2 arteriovenous malformations. The patient underwent a push enteroscopy on (B)(6) 2015 which looked clean with no bleeding, although one bloody stool was noted that morning. The patient's hemoglobin was 8.8 g/dl on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Approximate age of device: 1 year and 1 month. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.